Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information or completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after implantation, the patient was returned to the ward, a microsensor could not be detected by the monitor. During implantation it was zeroed and showed normal pressure readings. Sensor was removed and monitoring discontinued. There were no reports of delay or patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. A review of quality records for both the component and the finished device found that the product conformed to specification. Evaluation of the returned device found the sensor diaphragm was broken (depressed square section), and the connector lid was loose. Due to the condition of the device as received, no functional testing was possible. Based on the evaluation, the reported issue was able to be confirmed. The supplier determined the cause to be related to mishandling of the device. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.